Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of non-union is not known. (B)(4). Date of implant reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with a 9 mm x 380 mm synthes lateral entry femoral nail (lefn) for a femur fracture on an unknown date in (B)(6) 2015. On a subsequent unknown date, the surgeon determined that the patient had a delayed non-union of the femur. On (B)(6) 2017, the patient was returned to the operating room for hardware removal and revision to a longer 11 mm x 380 mm lefn nail. There was no reported surgical delay, no broken hardware or fragments, and the surgery was completed successfully. This is report 1 of 2 for (B)(4).